Event description:
On (B)(6) 2011 the patient was seen in the clinic and was found to have a pocket infection. The patient had been running a fever and having chills. On (B)(6) 2011 the patient complained of his -abdomen jumping-. The left ventricular lead had dislodged and was not capturing. On (B)(6) 2011 the lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.